Event description:
Additional information was received from a manufacturer representative. It was reported the patient cancelled the appointment and the manufacturer representative had not seen the patient yet. The hcp office was trying to reschedule. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) reported that they saw the patient on (B)(6). Patient had been increasing stimulation until it was too high and painful. Patient had been in the past and was again on the (B)(6) educated on use of patient programmer (pp). The patient was given direction and also directed to you tube instructions. Rep then advised programming nurse to set limit on amplitude at max of 3. Patient was given voiding diaries and instructed to document symptom for a week. Patient was to call a week later to discuss improvement with nurse. Rep had not heard how patient since the appointment. It was noted that patient appeared happy when they left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stimulation and gastrointestinal/pelvic floor. It was reported that for a good number of weeks after implant, the therapy worked beautifully for the patient. It was reported that a manufacturer representative (rep) showed the patient how to use the patient pro grammer (pp) and how to change programs. It was reported the patient misused the pp and ran it too high a couple months ago. The patient saw their healthcare professional (hcp) and it was corrected and the patient was shown how to use it. The patient made an appointment with the rep who told the patient to leave the setting there and not to touch it. The patient reported since they met with the rep the it never worked again. The patient does not feel stimulation and the therapy is on. The patient was on program 4 at 1.9v. It was reported the patient¿s hcp wanted the patient to use estrogen cream with the device but the patient refused. The patient requested the name of a different doctor. The rep was notified of the patient¿s issues.

Event description:
Patient weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had an appointment to meet with the office and the manufacturer representative on the (B)(6).